Manufacturer narrative:
Corrected: d3 - mfg establishment name and g1 - contact office establishment name one device was returned for analysis. The customer reported 21.8ml and our test shows 21ml confirmed but it is not out of tolerance. The cause of the reported issue was a unknown. Both readings passed, and all other functional tests of the pump also passed. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
E: phone number (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device's delivery is out of tolerance. There was no patient involvement.